Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus calculation recommended by the pump was inaccurate. After multiple attempts at entering the information, the issue was resolved. Customer successfully delivered the bolus. Customer's blood glucose was 220 mg/dl. There were no alerts or alarms. Tandem technical support (cts) reviewed the pump data and did not identify the reported miscalculation. Customer maintained there was a pump issue. Customer acknowledged cts information and required no additional assistance.